Manufacturer narrative:
The device was not returned to any of olympus locations, because the user did not request that the device be returned to olympus for repair. The olympus field service engineer (fse) visited the user facility for inspection. Fse checked the device, but couldn¿t duplicate the reported phenomenon. In addition, fse found that the device was working in good condition with no specific issues. The touch panel, endoscopic image, and all outputs were working in good condition, and the cooling fan was normal, and there was no dust accumulation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during laparoscopic tracheal repair surgery, the touch panel display went black and the endoscopic image disappeared. Twenty minutes after the reported event occurred, the device worked in good condition. The user switched to abdominal operation and completed the procedure successfully. There were no reports of further health hazards to the patient.